Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue. It was further described as ¿the solution bag¿s connection did not fit completely to the cassette¿. This occurred during fill of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would complete therapy by manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.